Manufacturer narrative:
Additional contact information: (B)(6). A getinge field service engineer (fse) states per biomedical engineering, device was plugged to charge batteries. Batteries were fully charged upon arrival. Power activity log indicates batteries were depleted. Powering on, on a later inspection, batteries were posted in log as charged. Consumed pm screw kit. Device passed all functional and safety tests according to factory specifications.

Event description:
It was reported by customer that before use, the cardiosave intra-aortic balloon pump (iabp) will not turn on. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer, the cardiosave intra-aortic balloon pump (iabp) will not turn on. There was no harm reported.